Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode and the helix was bent. Visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an attempted implant, the helix of the lead would not extend. The physician attempted over 30 turns, but the helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.